Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported complaint could not be confirmed or reproduced during evaluation. No parts were replaced to address the reported problem. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation. There was no patient harm or serious injury reported as a result of this incident.